Event description:
Device issue: tip separation. Time of device issue: during procedure. Adverse event: none. It was reported that the tip of the guide wire became damaged (stretched) during use. When the guide wire was removed it was found that the tip of the guide wire and the core of the guide wire were only connected by a small tiny piece of the inner wire, possibly shaping ribbon. A second guide wire was used successfully. There were no reported adverse pt effects. No add'l info was provided.

Manufacturer narrative:
(B)(4). The guide wire was not returned for eval which may have aided in the cause analysis. It is possible that during some point in the procedure, the tip of the guide wires became trapped within the lesion or associated devices and may have been subjected to ductile overload beyond the wires limitations in order to create the forces required to stretch and possibly separate the coil or shaping ribbon as reported. The lot history records of the guide wires were reviewed and indicated that the lot met mfg specs. Based on the case description, a definite cause for the reported stretched tip and separation could not be determined.